Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Investigation has been completed based on current information. (B)(4).

Event description:
The regulatory authorities reported that a surgeon reported that during an intraocular lens (iol) implant surgery, the iol insertion was incompetent. The injector plunger was withdrawn and was found that the iol haptic was imbedded in the tip of the cartridge, which was perforated. To release the iol they had to cut the tip with scissors to release the haptic. Due to the event, the patient had a corneal ulceration at the iol entry point. Additional information was received from the surgeon who reported that he didn't remember the event. Additional information has been requested to the facility. This is one of two vigilance reports associated being filed for this event under the same alcon reference number. This report is for the intraocular lens (iol) product.